Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV device evaluation: the device related to the reported event of no complaint against the device was received on june 08, 2023, with lot number. No additional observations are performed as the event is a no complaint against the device.

Event description:
Patient reported a left side exchange with no complaint against the device. Additionally, healthcare professional reported left side "capsular contracture," baker grade IV. Device was explanted.